Event description:
Medtronic received information via literature regarding a 73-year-old male patient with severe aortic stenosis (as) who underwent implant of a medtronic 34-mm evolut r bioprosthetic valve (unique device identifier numbers not provided).  Immediately following valve placement the patient experienced rapid hemodynamic deterioration culminating in cardiac arrest.  Aortography revealed a high valve position with occlusion of the left main coronary.  Invasive ventilation and advanced life support was promptly initiated.  Through a secondary access the valve was successfully snared and pulled back into the ascending aorta which resulted in immediate flow restoration of the left main coronary.  After achieving hemodynamic stability a 29-mm non-medtronic bioprosthetic valve was advanced past the abandoned bioprosthetic valve and successfully implanted.  Following the procedure the patient was moved to the intensive care unit (ICU) in stable condition, and extubated six hours later.  Post-procedural transthoracic echocardiogram (tte) showed normal function of the bioprosthetic valve.  Post-procedural electrocardiogram (ECG) revealed no rhythm disturbances.  The patient was discharged home 5 days post-implant.  At six-month follow-up the patient was in nyha class I with normal valvular function.  No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: lopes et al. Acute left main coronary occlusion after transcatheter aortic valve implantation: life-saving intervention using the snare technique - a case report. Eur heart j case rep. 2022 dec 8;7(1):ytac469. Doi: 10.1093/ehjcr/ytac469. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.